Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook instinct endoscopic hemoclip was used. The physician decided to use a clip on a sphincterotomy site that had bled. When the clip exited the endoscope it was caught by the albaran [elevator] and fell off [prematurely deployed in the open position]. A section of the device did not remain inside the patient's body. Other than the removal of the deployed clips with forceps, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the device was returned without the clip attached and the clip was not included in the return. We were unable to determine how the clip detached. The design of the clip components prevent deployment with the clip jaws open. Only in the event that these internal clip components are significantly damaged could the clip be deployed in the open position. The hook of the drive wire was examined and found to be intact with no such damage. Therefore, our laboratory evaluation of the product said to be involved was unable to confirm the report as it was described. The device history record for the lot number of the returned device was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. The clip was not returned with the device. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.